Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10. H10: three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port bonding area of the 3 samples. The reported condition was verified. The cause was not determined; however, the most likely cause was due to inadequate, or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This issue was identified during set-up. There was no patient involvement. No additional information is available.